Event description:
It was reported that during the procedure the reamer was dull and it presented signs of wear. The procedure was finished with the same device without delay. No patient injury reported.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the sentinel listed was not approved, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.